Event description:
During a ptca procedure, the shaft of the catheter broke. Several attempts have been made to obtain add'l info on this procedure. No other info or details are available. Pt status is unknown.